Event description:
It was reported that a vns patient expired at a hospital and was cremated. The cause of death was not initially provided. The most current follow-up to the patient's treating physician regarding the patient revealed that he was lost to follow-up. Follow-up to the state revealed that vital records are not available to the manufacturer. Attempts for additional relevant information have not been successful to-date.